Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-50, serial number: (B)(6), batch/lot number: 7149636, model/catalog description: linear st lead kit 50 cm, unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2218-50, serial number: (B)(6), batch/lot number: 5153508, model/catalog description: linear st lead kit 50 cm, unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2218-50, serial number: (B)(6), batch/lot number: 5126065, model/catalog description: linear st lead kit 50 cm, unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-4318, batch/lot number: 33029882, model/catalog description: clik x anchor sterile kit, unique identifier (UDI) : (B)(4). Model number/catalog number: sc-4318, batch/lot number: 24214473, model/catalog description: clik x anchor sterile kit, unique identifier (UDI) : (B)(4). Model number/catalog number: sc-4318, batch/lot number: 26129440, model/catalog description: clik x anchor sterile kit, unique identifier (UDI) : (B)(4). Model number/catalog number: sc-1232, serial number: (B)(6), batch/lot number: 764564, model/catalog description: wavewriter alpha 32 ipg kit, unique identifier (UDI) : (B)(4).

Event description:
It was reported thatit was reported that the patients spinal cord stimulator (scs) leads migrated and experienced increase pain after a nondevice related fall. The patient underwent an scs replacement procedure and was doing well postoperatively. The explanted devices were not returned as they were kept by the medical facility.